Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient has reported that their aligners are cutting into their gum. Patient stated that they cannot file down the aligner because it will affect the tooth. Provided fit tips to use for the aligner on the upper gums. Asked patient to file sharp edges cutting into their gum and information on using warm salt water rinse to aid in gum healing.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.